Event description:
It was reported that wire fracture occurred. The target lesion was located in a vessel in the lower limb. A 185cm pt2 guidewire was used, however; the wire fractured while inside the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidewire returned inside of a protective hoop. The guidewire was easily removed from the protective hoop. The guidewire was kinked approximately at 146 cm from the proximal end. No more visible damages were found in the device. Outer diameter of the distal tip, middle of the device and proximal section are within specification.

Event description:
It was reported that wire fracture occurred. The target lesion was located in a vessel in the lower limb. A 185cm pt2 guidewire was used, however; the wire fractured while inside the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.